Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 1.5 months. Through follow-up with the health-care provider, it was indicated that the patient developed endocarditis. According to our records, the explanted device was replaced with another edwards device. There have not been any allegations of a product malfunction or deficiency.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information (e.g. Operative report, discharge summary, etc.). The device history record (DHR) review was completed and there was no nonconformance found related to this event. Unfortunately, the edwards device was not returned for analysis. Without return of the device, the reported event cannot be confirmed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was not provided.